Manufacturer narrative:
The probe was returned and analyzed. The tip of the returned probe was slightly bent. With markers attached and fully seated, the probe displayed good geometry and divot error readings with normal tracking and verification. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation instrument that was used outside of procedure. It was reported that during servicing, it was found that the pedicle probe instrument was deformed a little due to deterioration. No patient was present. (B)(6) 2021 e1(rep): no new information